Event description:
It was reported that a patient underwent a facial laceration procedure on (B)(6) 2024 suture was used. The patient came to the hospital at 22:40 due to a "facial laceration". The doctor sutured the patient at 22:43, disinfected the wound, and opened the suture packaging. After penetrating the skin, the suture suddenly broke and was immediately replaced with a new suture. This event resulted in an extension of the patient's treatment time and caused secondary harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the secondary harm reported? How was it treated? Please provide more details. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences? Photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle with a segment of suture attached and the suture is in two more sections, it can be seen frayed and damaged. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.